Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a red rash and itchy. Affected area was treated with hydrocortisone cream prescribed on (B)(6) 2016. At the time of contact, patient still had rash. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.